Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08740 inches. Device received with intermittent esc button due to flattened dome switches (no crease). No unlocked j2/lcd keypad connector. Device received with cracked case at the battery tube threads. Device received with stained end cap sticker. Device received with minor scratched display window and case.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 40 mg/dl at the time of the incident. The customer used juice to treat. The customer was wearing the insulin pump during the incident. The customer reported the act button on the pump was unresponsive. The customer believes their settings caused the low. Troubleshooting was not completed as the customer declined. The customer had another low on (B)(6) 2018 where they received emergency medical assistance. The insulin pump will be returned for analysis.